Event description:
As reported by the legal team, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, migration, inability to remove the optease filter, and failed removal of the optease filter. As a direct and proximate results of these malfunctions the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the plaintiff profile form received on 4/10/18 approximately four months post implantation two unsuccessful percutaneous removal procedure were attempted. Completion intervening cavogram reveals filter to be in good position with a no stenosis or filling defects within the filter or the inferior vena cava. The patient is experiencing pain and discomfort due to the ivc filter being embedded in her inferior vena cava. As a result the patient constantly worries about additional injuries from the ivc filter. The patient is also suffering of psychological injuries or mental anguish, related to the filter. According to the medical records received on 04/10/18: on 10/29/14 the patient underwent a da vinci-assisted laparoscopic duodenal switch with single anastomosis. Patient was discharged three days later. Approximately ten days post index procedure the patient began complaining of pain in the malecot drain site. Examination revealed leakage of bilious material from around the tube. A wound care consultation was obtained and the dressing reapplied with good results. Examination in the morning also revealed swelling of her left neck and left arm. A left upper extremity duplex ultrasound was obtained which demonstrated acute thrombosis of the left internal jugular vein and left subclavian veins. This was a site of the previous central catheter which was placed during her recent laparotomy, which has since then removed. The patient was placed on therapeutic lovenox for treatment of her dvt. Later on the afternoon, the patient began complaining of chest pain radiating to her back. A CT of the chest, abdomen, and pelvis was performed as part of her workup of these symptoms. There was no evidence of no acute pulmonary embolism. Abdominal images revealed a persistent 8 cm fluid collection in the right abdomen with no change in size or character. Over the following week, the patient remained afebrile with stable vital signs. Her laboratory values were unremarkable.

Manufacturer narrative:
Concomitant medical products: antibiotics, lovenox. Octreotide, heparin drip, coumadin,promethazine 6.25 mg/5 ml oral syrup: ,ondansetron 4 mg oral tablet:, acetaminophen-codeine 120 mg-12 mg/5 ml oral suspension, ibu 600 mg oral tablet, atorvastatin 10 mg oral tablet, omeprazole 20 mg oral delayed release capsule,atenolol 25 mg oral tablet: additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, migration, inability to remove the optease filter, and failed removal of the optease filter. As a direct and proximate results of these malfunctions the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the plaintiff profile form, approximately four months post implantation two unsuccessful percutaneous removal procedures were attempted. The patient also experienced blood clots, clotting, and/or occlusion of the ivc. The patient is reported to have experienced pain and discomfort due to the ivc filter being embedded in her inferior vena cava. As a result, the patient constantly worries about additional injuries from the ivc filter. The patient is also suffering of psychological injuries or mental anguish, related to the filter. According to the medical records the patient underwent a da vinci-assisted laparoscopic duodenal switch with single anastomosis for super morbid obesity. The patient was discharged three days later. The post-operative period was complicated with bleeding, infection and two additional surgical procedures. After the first surgical procedure it was decided to place an ivc filter prophylactically, procedural details were not provided. Approximately four months later a percutaneous attempt was made to retrieve the filter. A nitinol snare was used to engage the hook on the inferior aspect of the filter and attempts were made to negotiate an 11 french sheath over the filter to collapse it to allow removal, however only the lower half of the filter would collapse. In spite of considerable manipulation, the filter would not collapse, in trying to do so the lower portion of the filter did become deformed. The procedural notes indicated that ¿it is likely the struts of the superior half of the filter are in the mid and perhaps a fibrosed to the inferior vena cava wall¿. Repeat venacavogram revealed considerable amount of thrombus within the filter and which temporarily occluded the inferior vena cava. An angiojet was prepared and thrombectomy was performed which removed the majority of the clot within the filter. Inferior venacavogram revealed good flow through the filter, there was still some narrowing of the inferior vena cava superior to the filter. Further attempts to remove the filter were abandoned at this point. Impression from the procedural notes: attempts to remove and an opt ease inferior vena cava filter were unsuccessful. The filter is adherent to the wall. A second attempt to percutaneously remove the filter was made two days later. The impression from the procedural notes indicated: repeat attempt to remove an optease inferior vena cava filter was unsuccessful. Completion intervening cavogram reveals filter to be in good position with a no stenosis or filling defects within the filter or the inferior vena cava. The patient¿s medical history is significant for arthritis, back pain, cholelithiasis, gastroesophageal reflux disease, shortness of breath, chronic bronchitis, obstructive sleep apnea, hyperlipidemia, varicose veins, lower extremity edema, chest pain, hypertension, and morbid obesity. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, migration, embedded and retrieval difficulty could not be confirmed or further clarified. It is unknown if procedural factors may have influenced the events. Blood clots and thrombosis within the filter do not represent a device malfunction and in this situation maybe be related to procedural factors. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to migration, inability to remove the optease filter, and failed removal of the optease filter. As a direct and proximate results of these malfunctions the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The reported event notes implantation date of (B)(6) 2014. The attempted removal date is not known at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants¿ optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, migration, inability to remove the optease filter, and failed removal of the optease filter. As a direct and proximate results of these malfunctions the plaintiff, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.